Manufacturer narrative:
Pump was received with blank display due to faulty x 2 on interface board. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump has a blank display. Customer does not recall any significant events leading to the error. Customer's blood glucose was 168 mg/dl at the time of incident. Troubleshooting was done for blank display and a new battery was installed but issue did not go away. A new battery cap was sent to customer and customer indicated that blank display remained after installation of new battery cap. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.